Event description:
(B)(6) old male admitted as an out pt for angiogram of lower extremity. Vascular sheath in place without ability to inject contrast via contrast injector. Procedure stopped and rescheduled.